Manufacturer narrative:
Medtronic received additional information that the mechanical valve was explanted and replaced with a bioprosthetic valve due to elevated gradients and dehiscence caused by endocarditis. The patient was reported to be stable after successful valve implant. Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the organism cultured was streptococcus bovis. Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 1 month post implant of this aortic mechanical valve, the valve was explanted and replaced with a bioprosthetic valve. The reason for the explant was not reported. No additional adverse patient effects were reported.